Manufacturer narrative:
This report is submitted september 10, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on october 2, 2018. (B)(4).